Event description:
It was reported that 2.5 years after total hip replacement, the patient was experiencing pain in the hip. X-ray revealed a fractured insert. X-rays as well as the explants confirm a fractured ceramic inlay of the alpha cerasul insert. Based on the x-ray evaluation, it is assumed that the fracture of the ceramic inlay occurred already before (B)(6) 2012. The rectangular bright zone visible on that x-ray could be the evidence of a ceramic fragment. Further, the different appearance of the distal end of the head on both sides of the stem suggests a dislocated ceramic inlay. The observed worn edges on the inlay and the related fragment confine a defined loaded area near the rim of the ceramic inlay; the head surface showed the belonging worn sickle geometry. These findings point to rim loading which may have existed already before the dislocation of the inlay. The rather steep inclination of the cup could have favored an impingement / rim loading situation. Recurrent impacts caused by an impingement could consequently loosen the inlay in the polyethylene.

Manufacturer narrative:
However, a defined impingement mark (metal smear from the stem neck) would then have been overlaid by the circumferential smear after the inlay was dislocated and in contact with the stem neck. Finally, the ceramic inlay could fracture as a consequence of an adverse position. It is assumed that all other above described changes are concomitant phenomena. The intact pole pin indicates a proper initial fixation of the cerasul alpha insert in the allofit shell. However, at one point in time the insert started to rotate, thereby the rotating stop spikes started to carve into the polyethylene and formed circumferential grooves. The reason for this rotation is unknown. It is assumed that high forces are necessary to exceed the rotational resistance of the spikes and one possibility therefore could be that jammed ceramic fragments hindered a proper movement of the head. Metal wear particles derived from the worn inner surface of the shell and the notch on the stem neck might have contributed to the black tissue retrieved during revision surgery. In the respective package insert it is especially mentioned that to steeply implanted cerasul cup components may lead to subluxation / dislocation and increased wear. The cup inclination was estimated to be about 54 degrees on the available x-ray. However, the respective package inserts as well as the surgical technique recommend an inclination between 40 and 50 degrees. The roughness of the anchoring side of the ceramic inlay as a main feature providing a good bonding between the inlay and the liner was found to be within specification. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. Zimmer reference number (B)(4).